Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and 70% stenosed artery causing the reported failure to advance and subsequent material deformation. During removal the device once again met resistance with the anatomy causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was moderately calcified and 70% stenosed. A xience alpine stent delivery system (sds) was advanced but met resistance when trying to cross the lesion. During withdrawal of the sds, resistance was felt at the lesion, but no resistance was noted withdrawing through the guide catheter. A damaged strut was observed upon removal. There was no reported adverse patient effect and no clinically significant delay in the procedure. The lesion was then dilated with a larger size balloon and a xience alpine stent was implanted without complication. No additional information was provided.